Event description:
The customer reported the system intermittently boots up to blocks on the mainframe and requires rebooting to clear. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply on the fluoro functions board was adjusted. Also, the filter screw on the power motor relay pcb was stabilized. The system was then found to be working as intended.